Event description:
This smallbore bifuse extension set with 3 clamps/rotating luer appears to have a defect at the connection to the primary IV set. It looks like the tubing was clamped during manufacturing, so the solution would be unable to flow through. It was not used on a patient as the defect was noted when the package was opened.